Event description:
Baxter received a report from a baxter technician stating the code blue did not annunciate. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer tested the code blue upon creating this case. Code blue tested and alerted all consoles as intended the navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. The baxter technician thoroughly inspected the device and was unable to duplicate the reported issue. The device is functioning as designed. No malfunction.

Event description:
Baxter received a report from a baxter technician stating the code blue did not annunciate. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.